Event description:
Predilation was performed from the popliteal to the proximal sfa. While stenting across a narrowed segment in the distal sfa, the catheter tip became stuck and upon retracting the thumb slide, the catheter tip detached. The remainder of the stent was deployed and the catheter was removed. The physician unsuccessfully attempted to bring the tip out with a snare device and the catheter tip fell off the guidewire and drifted downstream to the mid-popliteal. A balloon was inserted in an attempt to pull the tip up to the proximal popliteal; this was unsuccessful. The physician then made another attempt to snare the tip and it was successfully removed from the body. There were no reported adverse effects to the pt.

Manufacturer narrative:
Eval summary: the device and detached tip were returned and analyzed. The tip lumen had separated from the catheter at the ratchet stem and the lumen showed signs of stretching. The tip assembly exhibited necking of the lumen and lifting/damage to the proximal end of the overmold. The proximal end of the tip lumen showed evidence of tension failure that occurred when the lumen separated from the distal end of the ratchet stem. The event was caused by the inability to prep an occluded vessel with strong recoil. The tip became trapped by a narrowed vessel section resulting in high tensile forces. The device history records for the catheter were reviewed and no anomalies noted during mfg. A CAPA for the tip detachment events was opened resulting in a device modification to decrease the rate of these types of events. FDA 510 (k) clearance (k122546) for this modification was received on (B)(4) 2012.